Event description:
Additional information received reported that the cause of the leak around the catheter connector was due to a loose catheter connection between the pump and spinal catheter segments. The pump was left in place, and the connector was replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported a consumer on 2016-june-27. The consumer reported that when the patient was implanted on (B)(6) 2015 "there was a pump malfunction the day after and he had severe withdrawal". Two weeks after the implant ((B)(6) 2015) the patient had to have surgery again because the new generator did not interface with the catheter and it caused the patient to have baclofen withdrawal just 24 hours after the surgery ((B)(6) 2015) and two weeks later the wound opened up ((B)(6) 2015) so the patient had to have surgery during the surgery they found the baclofen and cerebrospinal fluid (csf) were pouring out of the wound. The patient was not getting the baclofen it was going into the ¿pouch.¿ the consumer also reported that the patient was in the operating room for 7 hours because they had to wait for the company representative to come out with a piece they could ¿slice¿ to connect the catheter. The consumer also reported that since implant the patient has had residual effects, the patient had been in therapy nonstop, still has severe spasms in the left leg which they never had before that started immediately after the surgery, had facial tremors that started the day after the surgery, and severe head tilt.

Event description:
It was reported that the spinal catheter seemed to not have a good connection and was leaking around the catheter connector to the pump pocket. The healthcare provider (hcp) had an 8596sc to connect this to the existing catheter after they cut off the old connector. The patient presented to the emergency room (ER) yesterday with swelling at the pump pocket and drainage from the incision site. The hcp said fluid was collecting in the pump pocket. The pump reportedly looked okay. The pump system was being used to infuse lioresal. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).